Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
The clinician reported the catheter was being placed in the right internal jugular. After retro-grade tunneling, they were unable to properly assemble the catheter. This required it be removed in the or and was "dissected" out at the venotomy to remove the cuff. As a result, a wire was inserted as a guidewire exchange and another catheter was placed. There were no reported patient complications.